Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than slight damage to the rear housing. Review of the device data log noted multiple "no disposable alarms." Functional testing included use testing. The pump was powered on and the "double beep no cassette attached" alarm was unable to be duplicated. The upstream occlusion sensor was recalibrated and the downstream occlusion sensor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump had a scratched screen. No adverse patient effects were reported.